Manufacturer narrative:
The device was received for evaluation. During functional testing, ' 0 button not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad . The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's "0" button was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.